Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A 20mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed. The seated position of the wds was acceptable, two good tug tests were performed, and there was no gap noticed beyond 3mm. The closure device was subsequently implanted after release criteria had been met. Once implanted, the closure device gradually began to embolize out of the laa. A non-boston scientific (bsc) percutaneous retrieval device was inserted, and the closure device was successfully retrieved and removed from the patient. The procedure was aborted. No patient complications occurred.